Event description:
It was reported the clinician went to check on 2 year old pediatric patient and saw the same that the tubing was leaking. The clinicians were able to flush the line with heparin as the parent/nor the clinician wanted to re-accessed with another port access needle. The pediatric patient spiked a fever and had a positive culture for a clabsi. Additional information received 10/22/2020: detail: patient had right port-a-cath in place and was receiving IV antifungal medication when mother alerted staff that there was blood leaking out of port needle extension set. Upon closer assessment it was noted that there was a crack in the tubing to the distal end of set before connection to piggyback tubing. Explained to mother that patient will require de-access and re-access with another port needle set. Mother expressed frustration as similar incident occurred two days ago with same product but at a different site along tubing. Nurse manager was present to meet with mother and patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 19ga x 0.75¿ safestep safety infusion set with y-site. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. A partially circumferential split was observed at the proximal luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, the early signal detection system indicates an additional investigation is necessary. Both bd and the supplier are currently investigating potential actions to mitigate this type of incident and the complaint sample was manufactured prior to the implementation of any such actions. The supplier has been notified of this event. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aserf051 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the clinician went to check on (B)(6) year old pediatric patient and saw the same that the tubing was leaking. The clinicians were able to flush the line with heparin as the parent/nor the clinician wanted to re-accessed with another port access needle. The pediatric patient spiked a fever and had a positive culture for a clabsi. Additional information received 10/22/2020: detail: patient had right port-a-cath in place and was receiving IV antifungal medication when mother alerted staff that there was blood leaking out of port needle extension set. Upon closer assessment it was noted that there was a crack in the tubing to the distal end of set before connection to piggyback tubing. Explained to mother that patient will require de-access and re-access with another port needle set. Mother expressed frustration as similar incident occurred two days ago with same product but at a different site along tubing. Nurse manager was present to meet with mother and patient.